Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive, requiring placement on a charger to access the lock screen, and the user experienced elevated glucose readings up to 390 mg/dl and administered 8 units by injection. The device data synchronized with the mobile app, and a replacement was arranged after troubleshooting confirmed persistent wake button failure consistent with a switch component problem. Symptoms included hyperglycemia. Outcomes included an unspecified impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.